Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Power loss alarm, power error detected alarm, and low battery alarm due to j6 connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump[ had repeated power loss without any alarm. Customer 's blood glucose was 100 mg/dl . Customer stated that they change a lot of batteries but the problem persist. The insulin pump will be returned for analysis.